Event description:
Customer reported that erroneous thyroid results were produced on the access. According to a customer a pt had a sample tested for thyroid panel. This resulted in an elevated tsh (6.25 uiu/ml), ft3 (29.98 pg/ml). The ft4 was normal. The endocrinologist questioned these results because they felt the results did not match the pt's clinical presentation. They felt the pt was hypo-thyroid even though the results did not display this. Treatment was initiated by the physician based on clinical presentation instead of test results. The original sample was retested three days after on another chemistry analyzer. The result for tsh was now normal 1.03 uiu/ml, t4 was normal 1.33, and the ft3 result was now slightly low 1.49 pg/ml. The thyroxine therapy was discontinued after receipt of these results. Repeat testing (after the service call) on the access yielded: a slightly elevated tsh 6.31 uiu/ml, a normal ft3 4.75 pg/ml, and a normal ft4 0.91 ng/dl. The t4 results during all testing were within reference ranges (normal). Decreased levels are what occurs in primary hypothyroid diseases.